Event description:
The pt was in surgery for his second (?) Open heart procedure (the first surgery was done in 1983). The operative report states this as his third open heart procedure. While attempting to separate the sternum with the oscillating saw, a portion of the right ventricle had dehisced (almost the entire length anteriorly). The heart had been incredibly sucked in and adherent. The dehiscence was repaired, and coronary artery bypass graft x 3 was performed. The pt expired the next day.